Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05454. Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05454. It was reported the patient has been experiencing stimulation turning on and off by itself, overstimulation, and uncomfortable stimulation. Reprogramming and troubleshooting to address the issues have been unsuccessful. X-rays were taken and revealed no anomalies. In turn, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2015-05454.